Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited noise. The noise triggered both high v rate and noise reversion episodes. The patient will be called in clinic for further testing. Patient was stable.